Event description:
According to the reporter, occurred during a laparoscopic colorectal procedure, the device had an unloading issue. The load in the device appeared to be fired but the jaws were not able to be opened. In addition, the device was found in a dirty room. Patient outcome is unknown.